Manufacturer narrative:
A workaround solution was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray was unavailable after reboot, and geometry movements were partly functional on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.